Event description:
Customer reported a past high blood glucose level displayed as "high" (specific value was not provided), which led to an emergency room visit on (B)(6) 2026. Cause was not known. Customer had ketones, and healthcare professionals deemed the ketone level dangerous, but no permanent damage was identified. Treatment with IV fluids and insulin resolved the issue, and customer was released on the same day. Customer reverted to an alternate form of insulin therapy.